Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone # (B)(6). Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® edta 2k experienced a cracked tube. The following information was provided by the initial reporter: a hole was in the tube. Blood leaked from there.

Manufacturer narrative:
The lot #, medical device expiration date, and device manufacture date have been updated. The following information has been updated: d.4. Medical device lot#: 8303663. D.4. Medical device expiration date: 2020-02-29. H.4. Device manufacture date: 2018-10-30.

Event description:
It was reported that the bd vacutainer® edta 2k experienced a cracked tube. The following information was provided by the initial reporter: a hole was in the tube. Blood leaked from there.